Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspections steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.

Event description:
It was reported that a patient had experienced a ventricular fibrillation and received unsuccessful high voltage therapies due to capped superior vena cava (svc) coil of right ventricular (rv) lead. The rhythm was converted with external defibrillation. No changes or interventions were reported. The patient condition is not known.